Event description:
It was reported that on (B)(6) 2019 medical attention was sought due to the end-user getting a reading of 476mg/dl on his prodigy meter. End-user stated that after testing his blood glucose he took additional insulin based on that reading of 476mg/dl his normal blood glucose for that time of day is 100mg/dl. He stated that he started to feel dizzy and ill and a few minutes later he fell over onto the floor. He does it know how long it was but his daughter and or wife came and called ems. End-user was given soda and some crackers while waiting 15-20 mins for the ems to arrive. End-user did not take any medications while waiting for ems. He does not know what his blood glucose was when the paramedics tested him. Paramedics gave the end-user a glucose IV and transported him to the hospital. End-user stated he does not know what his blood glucose was upon arriving at the hospital. End-user stated he did not receive any treatment upon arriving at the hospital but was kept for 3 hours for observation. End-user stated he tests 4 times per day and has used his prodigy meter for about 7 months. End-user is prescribed humalog 130units when needed. (End-user stated he divides by 8) lantus 36units in the morning. End-user stated he was sent to the (B)(6). No additional details were provided.